Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) and loss of sensing. It was noted that an initial x-ray and electrocardiogram were performed. The following day, the patient presented to the emergency room with chest pain, and an x-ray revealed that the lead had perforated the anterior wall. Subsequently, the patient was admitted to the hospital, and this lead was explanted and replaced. No additional adverse patient effects were reported. This lead has not returned for analysis.

Manufacturer narrative:
This lead was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected. Detailed product information was not provided to bsc. A good faith effort was sent for product return and additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.